Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The fluidics module was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during a case. The system was rebooted four times, but the system message would not clear. The system was switched out to complete the case. The case was delayed 20 mins. No pt injury was reported.